Event description:
It was reported that the pump did not perform well during ECG acquisition. The ECG waveform was inconsistent and reportedly affected triggering. Because of this condition, the pt was transferred to another pump. There was no pt complications.